Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field service tech reported that the boot on the toggle switch was torn. Since the event occurred during preventative maintenance, there was no pt involvement during this event.